Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2022, the instruments broke during the procedure. The drill bit could not be removed from the patient. There was no surgical delay. The procedure was completed successfully. This report involves one (1) dhs/dcs-guidewire ø2.5 w/thread-tip w/tr. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3 h3, h4, h6: a device history record (DHR) review was conducted: part # 338.000s lot # 8l81405 manufacturing site: selzach release to warehouse date: 17 nov2021 expiration date: 01 nov2031 supplier: früh verpackungstechnik ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 338.000 non-sterile lot # 417p575 part: 338.000 lot: 417p575 manufacturing site: balsthal release to warehouse date: 11.oct 2021 a manufacturing record evaluation was performed for the finished device 338.000 lot number 417p575, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E2, e3; g2